Event description:
A surgeon reported the probe needle gradually moved forward during surgery. The customer confirmed the needle was not fixed and could move back and forth easily. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Complaint evaluation performed on the returned sample (25+ probe) resulted in the following results: visual inspection revealed the probe was received in the closed-port position and is considered nonconforming to current criteria since probes are sent out in the open-port position; surgical debris on cutter & port. The needle appears to be significantly longer than normal. The abraded section of the needle which is supposed to be inside the stiffener is exposed. Functional test revealed a loose needle in stiffener sleeve (actuation could not be performed). Closer investigation of the probe revealed that there was insufficient amount of adhesive on the interface between the needle/stiffener assembly. The probe was disassembled and the components inspected. Heavy wear marks on the inner cutter suggest that the probe had been used. Device history record for this complaint could not be reviewed; no component lot number was identified with this complaint. The root cause is contributed to adhesive failure. Significant use of the probe resulted in eventual bond failure on the needle/stiffener interface. (B)(4).